Event description:
It was reported that the pump exhibited an audible alarm and watchdog failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed acu watchdog. The device was powered on and an audio test was performed and the reported issue was not duplicated. The medfusion pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com